Event description:
It was reported to philips, that the device was restarting, during op check. And had a blank display. The customer requested, that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty battery. Based on the conclusion of the investigation. It was determined, that this was a malfunction of the battery. The battery was replaced to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device was not displaying. There was no patient involvement.